Manufacturer narrative:
(B)(4). Upon follow up it was clarified that the patient did not experience a peritonitis event; rather only experienced the previously reported tunnel catheter meatus infection manifested by pain, edema, redness of the meatus tissue around the tenckhoff peritoneal dialysis (pd) catheter, and purulent efflux. The tunnel catheter meatus infection was caused by a break in aseptic technique. The patient was treated with unspecified antibiotics and was recovered from this event. The patient¿s tenckhoff pd catheter device is not a baxter product; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified medications (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal and extraneal therapies and patient recovery status were not reported. No additional information is available.